Event description:
It was reported that a malfunction alarm, specifically malfunction code 12, occurred, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support again if any issues arise.